Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient presented to the hospital with a late-diagnosed st elevation myocardial infarction due to an occluded left anterior descending (lad) artery. The patient was transferred to an outside facility with stage c cardiogenic shock and has a low ejection fraction of 19% noted on echocardiogram. There were no additional complications such as mitral regurgitation, left ventricular thrombus, or mechanical abnormalities noted at that time, and was currently receiving inotropic support with milrinone and a nipride infusion. The medical team decided to implant an impella 5.5 device with initial stabilization with an intra-aortic balloon pump during the procedure. The patient was stable post-procedure and is currently in the unit for further management, with a decision regarding long-term options on day 16 of support, the patient underwent a successful coronary artery bypass graft (CABG) procedure. Post-operatively, a missed bleeder caused a blood loss of approximately 400 cc which was not related to the impella 5.5 support. On day 21 of support the patient was scheduled to be extubated, however this was interrupted. The patient experienced a run of ventricular tachycardia that degenerated into torsades de pointes the patient was paced to manage the rhythm disturbance. The following day the patient was noted to be septic due to hospital acquired pneumonia. The patient was placed on a broad-spectrum antibiotic and was noted to not be related to impella use. The patient continued to show no heart recovery but was stable over the next several days. On day 34 of support, the patient was noted to be alert and oriented and continued to remain on impella support. On day 39 of support, the patient started physical therapy. It was noted that the patient¿s hemoglobin and hematocrit dropped, and the plan was to transfuse the patient to address the anemia. The patient was noted to be stable. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
H6: omitted a24.

Manufacturer narrative:
This follow-up report is being submitted to update b2, b5, and h6 codes for new information that was received on november 23, 2025, and for investigation conclusions. B2 is being updated to include product problem b5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b has been updated to reflect date of explantation. H6. Health effect - impact code code for medication required has been added h6 medical device problem code increase in pressure has been added h6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product or data logs were returned for evaluation. Anemia: clinical details noted that patient had a drop of hemoglobin and hct and received transfusion. The cause of the injury was not determined due to insufficient clinical details. Arrythmia: clinical details noted that patient had runs of vtach. The root cause of the injury was unable to be determined due to insufficient clinical details. High purge pressure: clinical details noted that high purge pressure alarms with purge floes of 1.5-3.0ml/hr and purge pressure of 900 that increased to 1070mmhg. Tpa infusion resolved issue. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient presented to the hospital with a late-diagnosed st elevation myocardial infarction due to an occluded left anterior descending (lad) artery. The patient was transferred to an outside facility with stage c cardiogenic shock and has a low ejection fraction of 19% noted on echocardiogram. There were no additional complications such as mitral regurgitation, left ventricular thrombus, or mechanical abnormalities noted at that time, and was currently receiving inotropic support with milrinone and a nipride infusion. The medical team decided to implant an impella 5.5 device with initial stabilization with an intra-aortic balloon pump during the procedure. The patient was stable post-procedure and is currently in the unit for further management, with a decision regarding long-term options on day 16 of support, the patient underwent a successful coronary artery bypass graft (CABG) procedure. Post-operatively, a missed bleeder caused a blood loss of approximately 400 cc which was not related to the impella 5.5 support. On day 21 of support the patient was scheduled to be extubated, however this was interrupted. The patient experienced a run of ventricular tachycardia that degenerated into torsades de pointes the patient was paced to manage the rhythm disturbance. The following day the patient was noted to be septic due to hospital acquired pneumonia. The patient was placed on a broad-spectrum antibiotic and was noted to not be related to impella use. The patient continued to show no heart recovery but was stable over the next several days. On day 34 of support, the patient was noted to be alert and oriented and continued to remain on impella support. On day 39 of support, the patient started physical therapy. It was noted that the patient¿s hemoglobin and hematocrit dropped, and the plan was to transfuse the patient to address the anemia. The patient was noted to be stable. At the time of writing this report, the patient continues to be supported by impella 5.5. Additional information received on 23-nov-2025. It was reported that on support day 41, there were impella alarms for high purge pressure and it was noted that the purge flow dropped to 1.5-3.0 cc/hour and the purge pressure increased to 1070 mmhg. Tissue plasminogen activator (tpa) was added to the impella purge solution, and resolved the high purge pressure and low purge flow issues. Following the tpa protocol, it was noted that the purge pressure dropped to 575 mmhg, and the purge flow increased to 4 cc/hour. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 70-year-old male patient with a past medical history of coronary artery disease (cad), hypertension, and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, in scai stage d shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient experienced ventricular tachycardia to torsades de pointes. More than two weeks later, the patient's hemoglobin and hematocrit were dropping. A blood transfusion was given. The patient was stable otherwise. A month later, there was a high purge pressure (pp) alarm. The purge pressure elevated from 900 to 1,070. Tissue plasminogen activator (tpa) was started and resolved the issue. The purge flows were at 4cc/hr, and the pp dropped to 575. Tpa was utilized for the high pp to mitigate impact of biomaterial within the motor, and there was no impact on the patient. More than two months after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. Impella support is known to cause cardiac arrhythmias, likely due to the mechanical irritation of the heart. In addition, in patients with pre-existing comorbidities, the physiologic stress of the device could trigger various arrythmias. In addition, thrombus formation can create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa. Thrombosis is an adverse event associated with impella's mechanical support. Finally, bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Updated information: b5 narrative has been updated.